Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the limb ischemia. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-01864 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Event description:
It was reported that the external femoral to femoral bypass that was placed did not result in pedal pulses. The patient was on 5 drips and was started on dobutamine. The medical team was advised to escalate the patient to an impella 5.5, but this suggestion was refused as the patient was too sick to transfer. The patient continued to decline, and went into pulseless electrical activity and expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 62 year old male patient presenting for impella support. The patient developed limb ischemia in the impella inserted extremity. An external fem-fem bypass was placed in response to the occlusive blood flow.